Event description:
The customer reported via phone call that he had many high blood glucose incidents in the 500-600 mg/dl range. Customer stated that it was due to not eating correctly or bolusing. Customer also had one low of 46 mg/dl and was not sure why. Customer stated that he does not want to bolus for meals. Customer refused to be transferred to the helpline and was advised to speak with their health care professional.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.